Event description:
It was reported that one device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that half of the er320 instrument jaws broke off and dropped in the peritoneum (could retrieve from the pt). A new applier was used to complete the case.